Event description:
It was reported that the user was unable to load a clip to the applier properly. Then he/she felt difficulty in ligation. After that the spring part of the applier got broken. Therefore, he/she replaced it with another applier (catalog #: 544191) to complete the procedure. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 month, and it was the first time to use.

Manufacturer narrative:
(B)(4) the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 24 pc. Lot in july of 2019. Evaluation of this instrument shows that the spring guide pin (p52338) is broken off of the single side of the handle thus not allowing the spring to stop on the handle so that the tips can retain the proper open jaw gap needed to successfully pick up and retain a clip. We are able to validate this complaint. Mishandling of this instrument at the end user's facility is suspected. All 24 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load a clip to the applier properly. Then he/she felt difficulty in ligation. After that the spring part of the applier got broken. Therefore, he/she replaced it with another applier (catalog #: 544191) to complete the procedure. No clip fell/remained in the patient. The applier was purchased by the hospital within 1 month, and it was the first time to use.